Manufacturer narrative:
This report will be updated if additional information is received.

Event description:
Boston scientific crm received information that this right ventricular (rv) lead was associated with a remote monitoring alert sent to the patient's health care provider (hcp) for a high out-of-range pace impedance measurement 17.9 months after implant.